Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratched display which was hard to read. Customer¿s blood glucose level was unknown. Customer stated that the scratch was on the lcd screen. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window and pillowing keypad overlay.